Manufacturer narrative:
Additional information was added to d9, h3, and h6. H10: the device was received for evaluation. A visual inspection was performed, and it was noted that particulate matter (pm) was observed to be embedded and partially encapsulated within the patient line tubing. The pm was further described as being hard, round, and black. The reported issue was verified. The cause of the event was determined to be manufacturing related during the extrusion process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the patient line of a homechoice automated pd set with cassette. The pm was further described as "black residue that seemed to be something sticky in the patient line". The pm was observed during setup for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.